Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 161°f. The likely cause was identified as broken shaft. Device history record #550122 was reviewed and did not reflect any conditions related to the current, reported malfunction. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. No impact was reported since the device was returned for planned maintenance. Repair request escalated to a product event based on reason for return and due to return in less than 90 days from purchase or repair.